Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode and pre-syncopal symptoms. Additionally, it was reported that the patient's pulse was low. The patient consulted with their physician and a boston scientific company representative referred the patient to the physician. No additional adverse patient effects were reported. This product remains implanted and in service.